Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was on the 200's mg/dl. The customer mentioned that the dome sticker was peeling out. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with stained end cap sticker, scratched screen, and cracked reservoir tube.